Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the lead was able to be passed through a fresh 7 fr introducer without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty to insert the lead in the introducer. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.